Event description:
It was reported that during a laparoscopic roux-en-y procedure, the staples did not come out of the reload completely. A new reload was used to complete the procedure. There was no pt impact.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.